Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone that the insulin pump had a blank display. The customer¿s blood glucose level was 200 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer reported that the insulin pump was exposed to moisture, cracked at back. The customer was advised to replace and to revert to the back-up plan. The device will not be returned for analysis.